Manufacturer narrative:
E1 (address): (B)(6). G1: manufacturing contact facility name: shirakawa olympus co., ltd. To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the camera head had cable failure, shaking and no image. The issue was found during preparation for use prior to sedation, and the diagnostic procedure (cervical examination) was completed with the same device after a one-minute delay. There were no reports of patient harm.

Event description:
The customer reported to olympus, the camera head had cable failure, shaking and no image. The issue was found during preparation for use prior to sedation, and the diagnostic procedure (cervical examination) was completed with the same device after a one-minute delay. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide device evaluation information supplied by the manufacturer. Please refer to the following sections for the new information: the device was returned to olympus for evaluation and the customer's allegation was confirmed. Device history record (DHR) review: a DHR was reviewed and no issues that could have caused or contributed to the reported issue were found. Instructions for use (IFU): "the endoscopic images and functions are abnormal. If the endoscopic images or functions are abnormal and return to normal spontaneously, there is a possibility that the device has already malfunctioned. If you continue to use the device as it is, the abnormality may occur again and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out of the patient. Continued use of such an instrument may injure the patient or cause bleeding or perforation. When wiping the outer surface of the camera cable, do not wipe the cable. When wiping the outer surface of the camera cable, do not squeeze the camera cable strongly. There is a possibility that the camera cable may break. The most probable cause of the complaint is cause traced to component failure. Olympus will continue to monitor the field performance of this device.